Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer delivered a larger bolus than expected. There was no impact to the customer's blood glucose level and the customer consumed food for delivering too much insulin. The customer called for assistance in lowering the maximum hourly bolus setting per recommendation from health care provider. Tandem technical support assisted the customer in successfully adjusting the setting.